Event description:
It was reported that, after a thr surgery was performed in 2016, where a polarcup system was implanted, on an unknown date, the patient underwent a revision surgery, due to infection and breakage of a cable (unknown brand). During this surgery the cable was explanted and the infected joint was washed out. Patient experienced further infection and underwent another revision surgery on (B)(6) 2023.

Manufacturer narrative:
B5: describe event or problem. Section h3, h6: it was reported that, after a total hip replacement surgery was performed in 2016, where a polarcup system was implanted, on an unknown date, the patient underwent a revision surgery, due to infection and breakage of a cable (unknown brand). During this surgery the cable was explanted and the infected joint was washed out. Patient experienced further infection and underwent another revision surgery on (B)(6) 2023. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch and product numbers are unknown, it is not possible to perform a complaint history review. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (lit. No. 12.23, ed. 03/21) states "infection" as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The performed investigation does not lead to an accurately determined cause. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery was performed in 2016, where a polarcup system was implanted, on an unknown date, the patient underwent a revision surgery due to infection. During this surgery the infected joint was washed out. Patient experienced further infection and underwent another revision surgery on (B)(6)2023 (B)(4).